Event description:
While suturing a laceration in the ER, the suture material frayed to the point that only a small thread remained attached to the needle while the remaining suture was bunched up at the location where the needle was inserted into the tissue. The stitch had to be removed and a new package of suture opened. The sharp was discarded but the remaining suture material was saved for evaluation.